Event description:
A pharmacy technician reported the ultrasound tip broke during a procedure. The procedure was completed on the same day. There was no patient harm. Additional information has been requested; however none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. One opened phacoemulsification tip in a tip wrench within a plastic bag was received. The phacoemulsification tip was visually inspected and deemed nonconforming, the phacoemulsification tip was cracked at the air bypass (ab) hole with a slightly jagged edge. The phacoemulsification had even wall thickness. There was wear on the threads consistent with threading. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip was cracked. The root cause for the cracked phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the cracked phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information from company representative who indicated the procedure was completed after the product was replaced.